Event description:
It was reported that "patient had a c1-c2 fixation with the oasys system. A smooth shank screw was placed at c1 and a regular biased angled screw placed at c2. When the patient returned for her 6 week followup with the surgeon, he noticed on one side of the screw at c1 did not look normal. It appears either the tulip head has pulled off the shaft or the shaft is broken on the proximal end just below the tulip head (see xrays enclosed). The surgeon will continue to flow this patient. The surgeon notified his rep on 5-6-09 of this situation, and at the time gave a copy of the 6 week post op xray for the per form."

Manufacturer narrative:
Device remains implanted. Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.